Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of corrosion on air-water nozzle was component failure and the cause of foreign objects in air-water nozzle (a/w nozzle) was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited corrosion in air water nozzle and foreign objects in air water nozzle. There was no patient involvement.